Event description:
Reportable based on the device analysis completed on 21nov2024. It was reported that error message occurred. The stenosed target lesion was located in the lower extremity vessel. An angiojet solent omni was selected for a thrombectomy procedure. During the procedure, an alarm was triggered on the screen displaying an error message. After pressing the reset button, the physician heard the pump bag activate, indicating the machine was attempting to resolve the issue. Despite multiple attempts, the problem persisted. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube detached.

Manufacturer narrative:
The patient is over 18 years old. E1: initial reporter healthcare facility name: (B)(6). Device evaluatged by MFR: the device was returned for analysis. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a kink to the shaft 64.5cm from the tip. Microscopic examination revealed no additional damages. Functional testing was performed by placing the device in the angiojet ultra console. During the priming cycle the device leaked from the kinked location and was causing a check saline error. The kinked location was cut open and the hypotube was found to be separated. Inspection of the device presented no other damage or irregularities. Product analysis confirmed there is a leak which would cause a check saline error.